Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported a loss of pupil detection during a lasik treatment of the right eye. Upon follow up, the reporter indicated the patient was moved to a different excimer laser and procedure was completed. No patient harm was reported.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. With limited information the root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Review of service installation record (sir) shows the field service engineer (fse) performed system check. No abnormality regarding eyetracker was noted in the sir. No parts replacement noted. No technical root cause was identified according to the technical review result. The manufacturer internal reference number is: (B)(4).